Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging display issue. The reporter alleged display is partially shadowed from the top so that the results are not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.